Event description:
Ous MDR - boston scientific received information that this pacemaker detected out of range impedances on this right ventricular lead. No adverse patient effects were reported. All available information indicates that the system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.